Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an occlusion preventing the right ventricular (rv) lead from being explanted. The rv lead remains in the patient but was replaced. No further patient complications have been reported as a result of this event.